Event description:
Vilex received report from facility that a screw tip broke and another tip flared out. The doctor implanted the screw across an osteotomy site. The screw failed to tighten. Doctor removed the screw and noted it to have one broken tip and another tip that was bent.

Manufacturer narrative:
Doctor was performing austin bunionectomy in the patients left foot. The screw would not tighten and when he removed it, one of the screw tips had broken and another had ent. The doctor chose another screw from the vilex screw set and the surgery was completed without any issues. The doctor did a post-op x-ray and determined that no metal pieces from the first screw remained in the patient's foot. The facility was able to return the screw to vilex. The screw was evaluated by vilex's quality department and it was determined that the screw came in contact with a bent k-wire or other metal implant already in the bone. Vilex was not able to evaluate the k-wire used, as the facility did not return it . Without the k-wire, no further evaluation is possible. All other screws of this same lot have been implanted without any issues. On (B)(6)-2012, a letter was sent to the customer explaining what may have caused the screw tips to break and bend. The customer was given a copy of vilex's instruction for use.